Event description:
Event description cpi received information that this patient had twiddler's syndrome, and as result of the patient's constant manipulation of the endotak transvenous defibrillation lead it was removed from service. The physician elected to replace the lead and the implantable cardioverter defibrillator (ICD) at this time.